Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported low speed/pump stoppage events and driveline fault events captured in the submitted system controller log file data. The submitted system controller log file contained approximately 2.5 hours of data on (B)(6) 2019 from 10:32 am to 1:01 pm and showed that multiple low speed events and pump stoppages were captured, resulting in low speed advisory/hazard and low flow hazard alarms. In addition, multiple yellow wrench advisory/driveline fault events were recorded throughout the log file. The abnormal pump operation occurred while the system was connected to both battery power and the power module and appeared consistent with potential driveline wire damage. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 24 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed that both the green and yellow wires were open circuit. The other 4 wires were found to be electrically intact, even with manipulation of the driveline segment. Visual inspection of the driveline revealed areas of cosmetic damage to the outer silicone sleeve adjacent to the terminus of the distal end bend relief and adjacent to the proximal end of the prior driveline replacement site beneath the rescue tape repair; however, the underlying clear bionate layer revealed no evidence of damage. Severe breakdown of the metal braided shield was observed on the proximal side of the prior distal end driveline replacement site, which appeared consistent with approximately 4.5 years of use. Visual inspection of the underlying wires revealed that the insulation and inner metal conductors of the green wire were completely fractured adjacent to the proximal end of the prior driveline replacement site (approximately 21.5 inches from the metal connector). In addition, the inner conductors were found to be completely fractured inside the intact insulation of the yellow wire in the same location as the fractured green wire. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Microscopic inspection and hipot testing of the wires on the remainder of the driveline segment revealed no additional areas of compromised wire insulation or damage to the inner conductors. The wire connections at the prior driveline replacement site were also unremarkable. The completely fractured conductors of the two damaged wires would have resulted in the driveline fault events recorded in the submitted system controller log file data. Moreover, if the exposed conductors of the fractured green wire contacted the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused an interruption in pump function. In addition, the green and yellow wires comprise one complete phase of the three-phase motor and at least one wire from each phase must be intact for the pump to operate. The loss of electrical continuity of both redundant wires comprising motor phase 1 would have resulted in low speed/pump stoppage events while the system was connected to either a tethered power source or to battery power as recorded in the submitted log file data. Information provided by the account on (B)(6) 2019 indicated that the alarms resolved following the distal end driveline replacement and the patient was discharged home. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. Incidental findings: an incidental finding of superficial damage to the outer silicone sleeve was observed during the evaluation of the returned driveline segment. Heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms (including driveline fault and pump off) and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing alarms in the waiting room. The log file captured pump stops and drive line fault events on (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on both power module and on batteries. Percutaneous lead x-rays show some wear & tear near the proximal end of the perc lead. A percutaneous lead repair was performed on (B)(6) 2019. The entire external percutaneous lead section was replaced. Another percutaneous lead repair is not possible. Removed percutaneous lead section was returned for a evaluation. Patient discharged home. No further information provided.